Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2014. During the procedure, the impactor screw fell into the patient's wound. Subsequently, patient underwent an arthroscopic procedure to remove the screw on (B)(6) 2014.

Manufacturer narrative:
User facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Evaluation of the returned device found the most likely cause for the screw falling out of the impactor is that the instrument is not fully reassembled after being disassembled for cleaning. This instrument is not designed nor intended to be disassembled for cleaning and sterilization. The device was determined to be conforming to product drawing specifications.

Manufacturer narrative:
This follow-up report is being filed to correct the manufacture date of the device.